Manufacturer narrative:
Section d4 - serial number was updated from (B)(6) to (B)(6) . Additionally, section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Adhesive was not returned. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release.

Event description:
Customer reported the adc freestyle libre 2 sensor detached from the adhesive after 2 days of wear. Customer experienced dizziness, loss of strength and tremble and a capillary test was performed and required treatment with dextrose and apple juice by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor detached from the adhesive after 2 days of wear. Customer experienced dizziness, loss of strength and tremble and a capillary test was performed and required treatment with dextrose and apple juice by mother. There was no report of death or permanent injury associated with this event.